Event description:
It was stated that the alarm cassette is not locked correctly. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Confirmed customer complaint of ¿the pump does not recognize the cassette lock¿. Visual and functional testing was performed. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. Review of event log found no relevant information. Review of service history found no service within the last 12 months.